Event description:
It has been reported to philips that the allura system showed the error 'fluoroscopy not possible, reselect application' during a procedure. The system required a shut down. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The issue happened during the planned/non-emergency treatment which was completed by restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce fluoroscopy. Fse disconnected the cable from npx:301 (frontal) in the m-cabinet and connected it to npx:302 (lateral). After repairing the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the kv/ma unit. After replacement of the kv/ma unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.